Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a neuro surgical procedure, a screw head sheared off. The surgery was delayed by 10 minutes due to the complained event. There was no adverse effect to patient. No further information is available at this time. This report is for one unknown screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Lot numbers 9303651 and 9148798 provided; it is unknown which lot number the one involved in the complained event as those lot numbers belong to the matrixneuro sterile kit and not the screws.device broke during insertion; device was not implanted/explanted. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure being complete was a craniotomy. The broken screw was being placed in the cranium flap. The surgeon was able to retrieve the broken screw as the body was not screwed in deeply when the screw head sheared off; the surgery was completed with another screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. This report is for one unknown screw. Part and lot numbers are unknown. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.